Event description:
The facility reports the resident had just completed a bath was being lifted from the tub with the saf-lift. The cnas were lifting their legs over the top of the top when the chair broke loose from the lower arm. The resident fell onto the floor while still restrianed in the chair by the safety belt. The cnas cut the safety belt to remove her from the chair. The doctor, their family member and the rescue squad were called. The resident was taken to the emergency room for medical treatment. The resident suffered a fractured right hip.